Event description:
The customer called and reported the buttons stopped responding on the insulin pump, which became stuck in a preparing to prime loop. Customer's blood glucose on the morning of this report was 135 mg/dl. The issue could not be resolved through troubleshooting. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.